Manufacturer narrative:
Ten opened company handpieces were received for the report of injectors consistently scratch the lenses. Samples 1, 2, 4, 5, 8 and 10: the returned samples were visually inspected and found to be conforming. The returned samples were dimensional inspected for plunger position height and the samples were found to be conforming. The returned samples were functional inspected for thread to barrel engagement and the samples were found to be conforming. Samples 3 and 6: the returned sample was visually inspected and found to be nonconforming with nick observed at the tip are with pushed metal. Sample 7: the returned sample was visually inspected and found to be nonconforming with scratches at top of mouth area; however, after reviewed by quality engineer (qe) using the visual standards, the sample was deemed conforming. Sample 9: the returned sample was visually inspected and found to be nonconforming with sticky foreign material inside mouth area. The sample was sent to the particle lab for analysis. The observed foreign material was analyzed using microscopic fourier transform infrared spectroscopy. Comparison of the material¿s generated ir spectra to a library of spectra finds the best match to be poly(butyl acrylate). Poly(butyl acrylate) is not a material use in the monarch manufacturing and packaging process. Samples 3, 6, 7 and 9: the returned samples were dimensional inspected for plunger position height and the samples were found to be conforming. The returned samples were functional inspected for thread to barrel engagement and the samples were found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Root cause: the returned samples 1, 2, 4, 5, 8 and 10 were found to be conforming for all visual inspections, dimensional inspections and functional tests, associated with the reported event, therefore injectors consistently scratch the lenses as described in the complaint was not confirmed for samples 1, 2, 4, 5, 8 and 10 and a root cause cannot be determined for the complaint as described by the customer. The complaint evaluation confirms that samples 3 and 6 had a nick at the tip area with pushed metal. The physical damage observed on both sample could be a contributing factor for the reported event of scratched lenses. How and when the observed physical damaged occurred cannot be determined from this evaluation. This injector has been in service for approximately 1 year. The most likely root cause is handling at any point after the monarch was shipped from the manufacturing site. The direction for use provides instruction to inspect the handpiece prior to each use to ensure that it is not damaged. The complaint evaluation confirms that sample 7 had scratches at the top of mouth area; however, it was deemed conforming per visual standards. The complaint evaluation indicates that sample 9 had foreign material inside the mouth area. The observed foreign material was analyzed using microscopic fourier transform infrared spectroscopy. Comparison of the material¿s generated ir spectra to a library of spectra finds the best match to be poly(butyl acrylate). How and when the foreign material became present cannot be determined from this evaluation, poly(butyl acrylate) is not a material use in the monarch manufacturing and packaging process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgical technologist reported that, the injectors consistently scratched the lenses during loading the lenses before patient contact.